Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896126 and gd896399. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 2 of 3 for this event. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized and began treatment with with vancomycin (intraperitoneally, for 8 days, dose and frequency unknown) for peritonitis. The patient was discharged from the hospital after five days. Pd therapy was ongoing. The cause of peritonitis was unknown. At the time of this report, the patient was recovering from the event. No additional information is available.